Event description:
Olympus was informed that during a therapeutic laparoscopic left hemicolectomy procedure, the subject device was reportedly placed on the pt's drape and then over the pt's abdomen. The pt reportedly received an unspecified type of burn on the abdomen. No further info was provided regarding the status of the pt.

Manufacturer narrative:
No device was returned to olympus for eval. The user facility reportedly disposed of the referenced device. The (B)(4) instruction manual states, "warning: "the probe becomes hot due to extended ultrasound output. Do not let it come in contact with tissues other than the target tissue, as it may burn the tissue." And "whenever possible, avoid bringing the insertion section of the handle in contact with tissue. If ultrasonic output is activated for a long time, the surface temperature of the insertion section rises and it could cause burns to tissue with which it comes in contact." Based on the info provided, the cause of the reported phenomenon appeared to have been due to user error. This report is being submitted as an MDR in an abundance of caution.